Event description:
This involved an elderly female with chronic venous insufficiency. A 4f micropuncture sheath was placed into the vein, and then exchanged for an 8f sheath. A vnus quick closure catheter was advanced up toward the saphenofemoral junction. Tumescent anesthesia was administered along the course of the vein. The radiofrequency transducer was engaged and the catheter was stepped back to ablate the length of the vein. Ultrasound revealed successful ablation. The catheter and sheath were then removed and manual compression applied. A phlebectomy was then performed using separate incisions. Steri strips were applied and at that time it was noted that there appeared to be a thermal injury to the skin at the site of the previously placed sheath in the saphenous vein. The injury measured approximately 6 cm long and was the diameter of the catheter. There was blistering of the skin to which bacitracin and sterile dressings were applied.======================health professional's impression======================the patient received a 6cm thermal injury to her leg. It appears that it was the size and shape of the vnus quick close catheter.